Manufacturer narrative:
Philips service replaced the 56" lcd monitor dl mkii (cml5682w4) and flexvision monitor, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor failed to display images after system restart on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.